Event description:
This rv lead was implanted on (B)(6) 2009 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that a lead safety switch (lss) had been triggered for this lead in (B)(6) 2017 due to high pacing impedance measurements greater than 2000 ohms. Stored episodes of noise and oversensing that appear to be minute ventilation interaction were also observed on this lead. The following physician was dr. (B)(6) at (B)(6) associates in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).